Event description:
It was reported that during the insertion the lens partially exited the viscoject inserter while a portion of the lens remained in the inserter. The lens was removed through an enlarged incision and replaced with the same model lens. Sutures were not used. Please reference MDR#: 1119279-2012-00063 for the delivery device.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.